Manufacturer narrative:
Product analysis found that the outer hub came loose from the irrigating collar which would have resulted in the reported event. No portion of the device became fully detached from the assembly, there was no evidence of device fragments. There was no physical damage that would indicate misuse or mishandling. The hubs shall be bonded together using adhesive per the drawing. When viewed under magnification there was a residue consistent with adhesive on the mounting area of the collar and hub. Although it appears that adhesive was present, the information indicates there was insufficient adhesion which resulted in the component(s) coming loose. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was already broken when the package was opened prior to use. The procedure was completed using back-up device. There was no patient impact.